Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air was detected beyond the air detector and return line clamp of an unspecified type of prismaflex set. This event was observed during treatment for continuous renal replacement therapy. The air in blood alarm did not trigger on the prismax machine ¿until a significant amount of air was almost at the patient¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.